Manufacturer narrative:
(B)(4). Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that crack near the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that batteries are draining out quickly and insulin pump had no delivery messages. The insulin pump will not be returned for analysis.